Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head came off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age was using her oral-b rechargeable toothbrush, version unknown for the first time on (B)(6) 2015 and the concomitantly used oral-b 3d white brushhead came off in her mouth. No symptoms developed.